Event description:
The complainant reported that there was always an "impella defective" error message displayed no matter what kind of pump was connected to the receptible optical or non-optical. The same pumps worked fine in other consoles. No additional information was provided.

Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) issues has been completed. The device has been returned for evaluation (exact return date unk). Clinical details were sufficient to determine the root cause. The cause of the pump not being recognized was malfunction of the epm circuitry on impellatronic resulting in inability to read pump eeprom. This report is being filed as part of a retrospective review of historical records.